Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: unknown, g2) foreign country: australia, h3) a manufacturer representative (rep) went to the site to test the imaging system. The rep checked open rotor position and found position to be off slightly when trying to insert alignment pin. The rep tried to manually correct with ratchet but found rotor to very tight. Eventually the rep was able to rotate rotor after fully opening door and moved rotor to position to be able to smoothly insert alignment pin. The rep was able to fully close door after previous actions. The rep tested rotor movement in slow mode and found rotor to jam at one position. Inspected rotation path and found once again a number of magnets to have dropped off cable chain caterpillar track and to be piling up at various positions of cable tray causing the cable chain to be raised and catching on the rotating assembly frame. The rep cleared all loose magnets along the metal cable tray path and checked rotor motion. End to end rotation possible without any obstruction after clearing track path. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively during an unknown procedure. It was reported that there was a clinical case of not being able to fully close the door. The system use was abandoned for case due to the gantry not fully closing. The surgery was not aborted. No known impact to patient outcome. There was a surgical delay of one hour or longer. No further information available.

Manufacturer narrative:
H2: see b5. H6: a090501: unable to perform spin medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a patient was present when the issue occurred. The issue occurred at the beginning of the procedure, the site was unable to perform the first navigated spin. It was noted that the delay to the procedure was greater than 6 hours. Follow up is being performed to confirm this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the reported delay to the procedure was 6 hours. It was reported that the magnets on the cable chain (20 at the time of reporting) have fallen off. Subsequently, there was obstruction to the rotation path and failure of the system during the case.